Manufacturer narrative:
This MDR is being reported under exemption number e2015052 and is part of the 227 pilot program. The reported events involve a large automated clinical chemistry device which is serviced in the field and not routinely returned for investigation. This device is not labeled for single use and is not reprocessed or reused. The field representative went onsite to evaluate the device and found a hole in the tubing line and evidence of gel on the sample probe. Further investigation confirmed the field service representative's findings were the root cause. No systemic issue was identified with the device during the investigation of this event.

Event description:
This report summarizes <noe>1</noe> malfunction event where an erroneous result was generated by the cobas c702 analyzer. The event involved an erroneous result for hdl-cholesterol plus 3rd generation for one patient. The patient's age, gender, and weight was requested, but was not provided. There was no reported injury or death. The event did not necessitate remedial action to prevent an unreasonable risk of substantial harm to public health.